Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. The patient appeared to be having an atrial and ventricular arrhythmia, during which the signal appeared to contain rv noise at times. It was later noted that the patient was experiencing seizure activity which coincided with the time of the episode; therefore, the patient was sent to the emergency room. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.